Event description:
While pt was undergoing a transsphenoidal hypophysectomy for a pituitary tumor, the ring curette instrument broke apart in the pt's nasal cavity/brain tissue. The end of the curette separated from the handle at the distal attachment. The instrument was removed, but the pt sustained a cerebrovascular event. Pt was intubated with poor prognosis until care withdrawn.